Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable crep2 creatinine plus ver.2 (crep2), crpl3 c-reactive protein gen.3 (crpl3), and ureal urea/bun (ureal) results for 1 patient sample and a questionable ck creatine kinase (ck) result for 1 patient sample tested on a cobas 8000 c 702 module the units were not provided for any of the below data. Patient 1 initial crep2 result was 2471.5 with a repeat result of 46.4. Patient 1 initial crpl3 result was 101.71 with a repeat result of 150.71. Patient 1 initial ureal result was 2.84 with a repeat result of 6.83. Patient 2 initial ck result was 190 with a repeat result of 58. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The crep2, crpl3, ureal, and ck reagent information was requested but was not provided. The field engineering specialist found damaged tubing on a cell rinse mechanism that was causing acid wash to drip into the reaction cuvettes. The field engineering specialist replaced the damaged tubing.

Manufacturer narrative:
The crep2 units were umol/l. The crpl3 units were mg/l. The ureal units were mmol/l. The ck units were u/l. Further investigation confirmed the field engineering specialist initial finding as the root cause. Review of the reaction kinetics showed an abnormal reaction that could have been caused by acid dripping from the cell rinse unit. The system has been confirmed to be running within specifications.